Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 11, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultraeasy meter displayed inaccurate results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter had been displaying inaccurate results since (B)(6) 2015. He was unable to confirm the exact issue with the results. However, he reported that at 8:30am on (B)(6) 2016, he obtained a blood glucose result of ¿115 mg/dl¿ on the subject meter which he considered to be on the high limit for his usual, normal morning results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication, diet and/or exercise. He indicated that at 8:30am on (B)(6) 2016, he ate his breakfast and administered his usual medication of ¿soloza 3 mg¿ and ¿glucofase 750 mg¿. He reported that at 2:00pm he had a light lunch (1 piece of chicken and salad) and, at the same time, administered his usual dose of ¿glucofase 750 mg¿ and ¿zanuvia 100 mg¿. He claimed that at 3:30pm on (B)(6) 2016, he developed ¿hypoglycemic shock¿, with symptoms of ¿legs trembling, sweating [and] weakness¿. He reported that also at that time, he obtained a blood glucose result on the subject meter of ¿50 mg/dl¿ and at 3:31pm, he self-treated his symptoms with a ¿glass of juice¿. He indicated that 30 minutes later, at 4:01pm he performed a further test with the subject meter and the result was ¿70 mg/dl¿. He reported that after that time he ¿felt much better¿. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.